Manufacturer narrative:
On (B)(6)2021, a preclean leakage in position 2 was found by the customer. The field service engineer (fse) verified the pre-clean leak and noted the needle to be damaged. He replaced the pre-cleaning needle 2 and repaired the inlet tubing for the reagent. The instrument was cleared for routine operations. The investigation is ongoing.

Manufacturer narrative:
The investigation is ongoing.

Event description:
The initial reporter received a questionable elecsys vitamin b12 immunoassay result for one patient tested on a cobas 6000 e601 module. The initial result was not reported outside of the laboratory. The reporter stated that they have been obtaining low vitamin b12 results from the analyzer. The samples were then sent out to another laboratory that reportedly uses the same methodology. The reporter was able to provide one example of a discrepant result: the sample had an initial result of 151.3 pg/ml. On 21-oct-2021, the repeat result from the other laboratory was 249.4 pg/ml. The repeat result was deemed to be correct. The reagent lot number is 541427. The expiration date was asked but not provided.

Manufacturer narrative:
The field service engineer (fse) inspected the error logs. He checked the sipper 1 and 2 wash towers, the sample wash towers and the extra wash system (ews). He changed the sample pipettor due to aspiration errors during the routine. He made pipettor adjustments for sample for rotation, vertical and rack analyzer performance check (apc) positions. He made liquid level detection (lld) voltage adjustment for the sample probe. He also adjusted the core unit water reservoir and the wash towers. A vitamin b12 qc validation test was performed with acceptable results. After service, no further issues were reported by the customer. The calibration data provided showed signals mainly within expectations. Based on the calibration and qc data provided by the customer, no reagent issue was observed. A general reagent issue can be excluded as the customer¿s qc was within specifications. The investigation did not identify a general issue. The cause of the event could not be determined.

Manufacturer narrative:
For initial MDR submission 1823260-2021-03351-00, describe event or problem should have been: "the initial reporter received a questionable elecsys vitamin b12 ii immunoassay result for one patient tested on a cobas 6000 e601 module." Instead of: "the initial reporter received a questionable elecsys vitamin b12 immunoassay result for one patient tested on a cobas 6000 e601 module." As previously reported.